Manufacturer narrative:
Unopened product from the same lot was returned and found to meet specs. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. All microbial controls met specs during the mfg and packaging of this complaint lot. There were no nonconformances or deviations during the mfg process which related to the nature of this complaint. The root cause could not be determined. (B)(4).

Event description:
As reported by the eyecare professional, the pt experienced ocular disturbance noted as pseudomonas in their right eye. The eyecare professional indicated that the pt over wears the lenses. The pt uses the lens for two months instead of one month. The pt is an experienced wearer and purchased contact lenses on (B)(6) 2011, (B)(6) feb 2011. On (B)(6) 2011, while wearing the lenses that were purchased on(B)(6) 2011, the pt was diagnosed with ocular disturbance, and the contact lenses analyzed by the hospital had a positive culture for pseudomonas aeruginosa. The eyecare professional does not believe the bacteria incubated in 24 hours. The pt was wearing the contact lenses purchased on (B)(6) 2011 when diagnosed with pseudomonas. It is unk if the previous lenses could have contributed to the incident. The treatment type and dosing is unk, however, the event has resolved. Add'l info has been requested but not received.